Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A physician reported that an ophthalmic operating system froze with a blue blank on the screen panel before a procedure. An alternate console was obtained in order to complete the procedure. There was no report of any patient harm associated with this reported event.

Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The nonconforming hard drive was replaced to resolve the issue. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to nonconforming hard drive. Data will continue to be monitored for evidence of adverse trending with further action taken, as appropriate. The manufacturer internal reference number is: (B)(4).